Event description:
Reportedly, a metal piece of the obturator came off and was stuck in cannula. The cannula was removed and the metal piece was retrieved from within the cannula. The cannula was then reinserted and the procedure was continued.